Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns programming wand was not sustaining power event after changing out the 9 volt battery. The wand has been requested for return but has not been received to date.